Manufacturer narrative:
Device evaluated by MFR? The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that the eviva needle was prepared and checked ready for a stereotactic biopsy. The needle was inserted into the patients breast and when the radiologist fired the needle there was a loud sound from the device which was louder than normal. The vab machine then flashed red and there was no suction to the needle or saline washing through. We then checked all the tubing and connection and found that one of the larger tubes had popped out of the biopsy device. We could not engage the biopsy option to close the notch and we had to remove the needle from the patient's breast with the notch open. Patient discomfort, but no injury reported. A second device was used to successfully complete the biopsy and the patient returned for her results appointment and did not report any issues.